Event description:
Implants failed to integrate. Assessment of hygiene around implant: fair. Bone quality type: ii. Site was not tapped. Bone-level profile drill used. Tissue-level profile drill - not used. Holding key was used. Primary stability was achieved. Osseointegration was not achieved. Implant was not covered with bone. The implant was not loaded immediately. Ada site (tooth number) # 7. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."